Event description:
It was reported that on multiple occasions, leaking has occurred between the outer and inner cannulae of one (1) size 8.0 xltd, extended length disposable cannula cuffed tracheostomy tube - distal. This product problem was detected approximately seven (7) to ten (10) days after initial device placement. The problem continued for approximately two (2) weeks at which time the device was removed and paient was re-intubated. Reporter states that as a result of this problem, patient has experienced a delay in treatment (weaning) due to repetitive ventilation/volume irregularities.there was one patient involved with no reported patient injury. Several (exact quantity unknown) of the involved extended length inner cannulae were discarded. The involved 8.0 xltd and a partial quantity of the involved, single use, disposable size 8 xic were returned to the manufacturer for decontamination, analysis and investigation.